Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia worsened with peritoneal dialysis therapy. The hernia was manifested by swollen testicles. Treatment for the hernia was not reported. At the time of this report, dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported that pd therapy was discontinued (same month as initial report received) and hemodialysis was started. It was reported the patient was going to be on hd therapy until the hernia needed repair. The patient reported the surgeon stated the hernia was ¿probably there all my life and pressure from fluid caused it to show up.¿ the device was not returned for evaluation; therefore, a device analysis could not be performed. The device history revealed that this complaint is not related to manufacturing and does not involve nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.